Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found that stent struts from the two most proximal stent rows were raised outwards distally from the balloon and damaged. The balloon was inflated to nominal pressure, the stent was deployed and the balloon was deflated as per the dfu. The inflation device was verified before and after use with a calibrated pressure gauge. In addition the batch records for the crimped unit highlighted no abnormalities which would indicate that there were no issues with the stent prior to shipping. The ro markerbands and the tip of the device were examined and there was no damage noted. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred a 28 x 3.50mm promus premier¿ stent was selected however the physician noted the stent could not be deployed due to the stent being "dislodged" on the proximal part. The device was removed and changed for another.

Event description:
It was reported that stent damage occurred a 28 x 3.50mm promus premier¿ stent was selected however the physician noted the stent could not be deployed due to the stent being "dislodged" on the proximal part. The device was removed and changed for another.

Manufacturer narrative:
Device is combination product. (B)(4).